Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
(B)(4).

Event description:
During regular follow-up performed on (B)(6) 2015, several warning messages were displayed, related to device reset and excessive charge time. Analysis showed that the reported behavior was due to a very specific and rare communication error that caused corruption in device memory. Following sorin&#38112;recommendations, a new follow-up was performed on (B)(6) 2015 so as to restore normal ICD operation through a complete device reset. It has been confirmed that the reset procedure was successfully executed and that normal ICD operation has been restored.

Event description:
During regular follow-up performed on (B)(6) 2015, several warning messages were displayed, related to device reset and excessive charge time. Analysis showed that the reported behavior was due to a very specific and rare communication error that caused corruption in device memory. Following sorin¿s recommendations, a new follow-up was performed on (B)(6) 2015, so as to restore normal ICD operation through a complete device reset. It has been confirmed that the reset procedure was successfully executed and that normal ICD operation has been restored.